Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead triggered a lead safety switch (lss) due to high out-of-range pace impedance measurements greater than 3,000 ohms, and high out-of-range pace impedance measurements were still observed post-lss. There were some episodes containing myopotential noise with oversensing as well as other noise, possible from a connection issue. Technical services (ts) discussed troubleshooting options and possible causes. This rv lead remains in service. No adverse patient effects were reported.